Event description:
Additional follow-up revealed that the patient will not pursue surgical intervention at this time due to patient circumstances.

Manufacturer narrative:
Ipg serial number was included in multiple field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol and in turn, the patient¿s ipg became inoperable. Surgical intervention may take place to address the issue.